Event description:
During pump replacement surgery (see MFR's report # 3004209178201007125), the physician did not like the security of the connection of a pump connector. He felt that the pump connector on products 8907 and 8590-9 did not secure the pump to the catheter as well as the sutureless connectors. The physician used the 8575 instead. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).